Manufacturer narrative:
Additional information was received, the convenience sticker is part of the internal process and not related to manufacturing/service labeling issue and hence this record will not be consider as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. D4 (expiry date: 12/2040), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the device was packed with external packaging labeled with the incorrect serial number. There was no patient contact.

Event description:
It was reported that prior to a recanalization procedure, the device was packed with external packaging labeled with the incorrect serial number. There was no patient contact.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2040).